Event description:
It was reported that during a procedure the tourniquet cuff deflated completely. There was bleed-through into the surgical site. There were no adverse consequences, no medical intervention and no delay was reported. The procedure was completed using a back-up device.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.